Event description:
Post dilation 3rd time when attempting to remove the balloon from the arterial side of the graft over a wire without a sheath, the balloon completely broke off from the catheter shaft.

Manufacturer narrative:
Additional manufacturer narrative- lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the complaint sample was returned in one piece, without the balloon portion of the catheter in a zip lock bag. The distal tip of the catheter is not present. The distal bond is intact. The proximal bond is intact. The balloon appears to have broken off at the cone. Marker bands are present and attached to the catheter shaft. It appears as if the catheter tip has broken off. The first ro marker is very close to the tip of the catheter. The distance between the ro markers is 42mm, specification is 40mm +2mm / -1mm. The catheter shaft in the balloon area has a stretched appearance. The overall catheter length is 75cm. Specification is 75cm+-2cm. Conclusion: the complaint investigation has been confirmed during the visual evaluation of the returned sample. The exact cause of the complaint is unknown. Possible causes are over inflation, patient anatomy, and not using a sheath. It was reported that a sheath was not used and three inflations were made during the procedure. However, the amount of pressure applied to the balloon and the amount of time negative pressure was applied to the balloon were not reported. The review of the manufacturing records verified the above lot was manufactured and released to specifications. The instructions for use state the following in order to help prevent this type of complaint from happening: "if resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." Caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Packaging label indicates the following: recommended sheath is 6f introducer. Rated burst pressure is 18atm. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.